Manufacturer narrative:
(B)(4). Knife, cartridge. The analysis found that the long60a device was received in good visual condition and with an ecr60a cartridge reload present. The returned reload was noted to have the cartridge deck damaged; in addition, the one piece sled was noted to be damaged. Additionally, the reload was received with the left side two inner rows partially fired and with the right side and outer left row fully fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the initial firing, the device completely cut and stapled on the right side, but on the left side, no staples deployed. There was a loud crunch during the firing. The doctor used sutures to repair the left side of the cut line.